Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter held no voltage; therefore, the reported loss of connection could not be confirmed via testing. The customer complaint of loss of connection could not be confirmed. The root cause could not be determined.